Event description:
The customer contact reported the device touchscreen did not respond when pressed. The device was returned to the biomed dept with a note that stated "touchscreen not working, does not respond". There were no reports of any adverse pt events or reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not respond when pressed. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the touchscreen did not respond when pressed. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.